Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the customer travels to the mountains to their cabin on the weekends. Customer's blood glucose ranged from 200-350 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.